Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6006145 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 1 used cannula was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 1, the returned sample does not test passed, the soft cannula was found kinked at the middle functional test: underwater flow, according to wi version 1, the returned sample, test passed on the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 5 out 10 samples passed the test. A batch record review was conducted resulting in the following: the (B)(4) was manufactured according to the wi version 70 manufactured in the inset 5, on 22/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on feb, 12th, 2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6006145 and one other complaint has been registered in database since the last 12 months.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2024. The event occurred within three or more hours of insertion the insertion site was abdomen. The blood glucose level was 399 mg/dl. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.